Event description:
While inserting screws during a bunion surgery, a piece of the tip of a screwdriver broke off during md use. The broken piece was retrieved. An x-ray was obtained with no harm to the patient. No evidence of a foreign body was observed.